Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the united kingdom reports an event as follows: it was reported that on (B)(6) 2022, while inserting the nail through the reaming rod, the rod hit the proximal pol inlay on the most distal part. It seems the reaming rod went behind between the nail internal wall and poly inlay, deforming it. Surgeons have attempted few times to change angulation of direction while inserting the nail through the reaming rod but was not successful with the result that the poly inlay had been deformed around the most distal locking hole on the proximal size of the nail. The surgeons were not happy to insert that nail. Another implant of the same size was available therefore they had proceeded inserting the new nail. Surgeons had found the same issue with reaming rod getting stuck at the poly inlay but this time they had slightly bent distally the reaming rod so that it would match the bend of the nail proximally, allowing them to pass the nail through. This report is for a tibial nail-advanced / 10mm 360mm / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation:the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the inlay of the tib-nail ø10 l360 was observed with deformed/bent condition.as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed.as part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications.the overall complaint was confirmed for tib-nail ø10 l360. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.h6: a device history record (DHR) review was conducted:part #: 04.043.240s,lot #: 514p288,manufacturing site: jabil bettlach,release to warehouse date: 08, december 2021,expiry date: 01, november 2031.a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure was completed successfully with an unknown minimal delay.